Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(4). Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient presented with a left midshaft femur fracture. The surgeon decided to implant a lateral entry femoral reconstruction (recon) nail with recon screws. The femur was opened with a 15 millimeter (mm) reamer and the nail was inserted to the proper depth. The protection sleeve for the inferior reconstruction locking screws was inserted through the aiming arm and a guide wire was placed to proper depth. The superior protection sleeve was then inserted and a guide wire was placed to the proper depth. The depth gauge was used to measure the inferior screw and the guide wire was removed. The drill was placed through the protection sleeve and a tap was used, but met resistance half way through. An 85 mm recon screw was inserted with a power screwdriver but stopped halfway through the nail. A manual screwdriver was used and could not advance or back out the screw. The aiming arm was removed and vice grips were used to back out the screw. The screw was inspected after removal and was found to be bent from interference with the nail. The aiming arm was reattached and the insertion of standard locking screws was attempted. The protection sleeve for the locking screws was inserted and the drill bit was inserted but it collided with the nail after passing through the near cortex. The surgeon pushed hard on the distal part of the aiming arm to redirect the drill bit through the hole in the nail. The surgeon felt the aiming arm was misaligned and was not lining up correctly for the screws to be properly inserted through the nail. Visual inspection of the protection sleeve showed the circular tube was bent to be an oblong shape. The screwdrivers and insertion handle were also noticed to be bent. There was a 35 minute surgical delay. The case was completed successfully with 120 degree and distal proximal locking screw instead of reconstruction screws. This report is 1 of 10 for (B)(4)

Manufacturer narrative:
Additional narrative: a product investigation was completed: the returned parts are part of the titanium cannulated lateral entry femoral recon nail system and part of the overall expert nailing system. The returned percutaneous insertion handle (part 03.010.046, lot 7699196) was received in decent condition, but its alignment tang was slightly deformed and bent to one side. The returned recon aiming arm for lateral entry femoral nails (part 03.010.048, lot 3539146) was received in decent condition with minor superficial marks. The returned 11.5mm/8.5mm protection sleeve for recon locking (part 03.010.075, lot 068672) was received with superficial marks indicative of heavy usage and one region of the tip of the sleeve exhibited damage which caused it to be misshapen. The returned long self-retaining t25 stardrive screwdriver (part 03.010.108, lot 6060706) was received with numerous superficial marks, its handle exhibited several gouges, and its stardrive tip exhibited deformations and gouges. The returned 3.5mm t25 star/hex drive screwdriver shaft (part 03.010.152, lot 6204375) was received with superficial marks and deformations at the star/hex tip. All associated drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. No non-conformance reports were generated during production of the returned parts. Review of their device history records showed that there were no issues during the manufacture of the products which would contribute to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the available details it is not possible to determine a definitive root cause for the complaint condition. Upon inspection of the returned percutaneous insertion handle it was evident that the alignment tang, which is designed to engage with the instrumented end of nails to assist in properly aligned insertion, was bent in a manner which could prevent proper alignment and contribute to the reported complaint condition. The returned recon aiming arm for lateral entry femoral nails was received in decent condition with minor superficial marks, but when its thumb screw was inspected a slight toggle was noticed between the knob and the shaft. The aiming arm did not exhibit any clear flaw which could have been the cause of the complaint condition, but the slight toggle noticed with the thumb screw could have contributed to the condition. There has been a design change that will likely improve the durability of the latest design. The returned 11.5mm/8.5mm protection sleeve for recon locking appeared to have sustained some damage at its distal tip, which was likely due to the initial misalignment, which could have prevented the drill bit from taking the intended path and damaged the tip of the sleeve. The damage sustained by the sleeve is not likely to have contributed to the complaint condition. The two returned screwdrivers do not directly impact alignment and were likely returned for reasons which did not contribute to the complaint condition. The noticed screwdriver tip deformations were possibly due to heavy usage and or improper handling of the devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.